Manufacturer narrative:
MDR 1219913-2024-00283 was initially reported on 2024-04-24. Update, april 2024: siemens has concluded the investigation. A customer from outside the united states reported observation of nonreactive advia centaur hcv (ahcv) results which were discordant relative to patient history and alternate-method testing. Quality control (qc) results were within expected ranges, and no issues were identified with any other samples. Additionally, internal test data show this reagent lot to be within specification, indicating that general reagent issues were not a likely cause. Service was performed on the affected instrument, including verifying probe positions and replacement of reagent compartment parts. Based on the available information, the cause of the discordant result cannot be definitively determined, but the issue may have been due to sample integrity issues or non-optimal instrument probe alignment. The customer is operational, and the reported issue was apparently resolved by routine service actions. No additional action is required.

Event description:
The customer reports observation of nonreactive advia centaur hcv (ahcv) results which were discordant relative to patient history and alternate-method testing. Ahcv reagent lot 459 was in use at the time. Two patients produced nonreactive (negative) results in initial testing. The physician questioned these results based on patient history. The samples were re-tested in duplicate the following day, and both produced reactive (positive) results which were accepted as correct. Corrective reports were filed for both patients; the physician states that there was no patient impact.

Manufacturer narrative:
A customer from outside the united states reported observation of nonreactive advia centaur hcv (ahcv) results which werediscordant relative to patient history and alternate-method testing. The ahcv instructions for use (IFU) states the following, under interpretation of results: ¿results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings.¿ the following is stated under limitations: ¿patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies.¿ siemens is investigating.